Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 3 experienced a 23138 fault on axis 5. The customer attempted to re-seat the drape and endoscope prior to contacting intuitive surgical, inc. (Isi). An isi technical support engineer (tse) assisted with performing an emergency power off (epo) of the patient side cart (psc) and a restart. The system powered on without fault, however when the endoscope was installed onto usm 3 the system faulted again. The customer installed endoscope onto usm 2, and the instrument was engaged. The customer disabled usm 3 and continued with the case. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) 3 due to error 23138. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint. The unit was tested on an in-house system and failed normal mode as it triggered errors 23138 and 23087 on degrees of freedom (dof) 6. The unit was also tested on a patient side cart (psc) fixture test platform and passed the lissajous, direction test, brake test, fiber, sine cycle, and friction tests. After further investigation, no debris was found on the instrument sterile adaptor (isa) board nor the dof 6 rotor.